Event description:
During a weil osteotomy procedure, two separate spin screws broke before they were completely implanted. In both cases, the head of the screw snapped off from the body of the screw. Both broken shafts were removed from the pt. The devices were disposed of and are not available for eval. The final outcome of the surgery was successful. Integra has requested add'l clinical info in writing from the physician.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for eval. An investigation has been initiated based upon the reported info.